Event description:
It was reported "leakage found at luer connection of catheter during pre-flush, prior to used on patient." It was reported this occurred on eight devices. This reported addresses the seventh device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number.